Event description:
This is a case, which was reported to baxter in 2009. The complaint was received from an unknown hospital and refers to an incident involving icodextrin 4.0% 1500ml adept (136) on an unk batch number involving a female patient. The occurrence date is unk. The reporter states that the end of the second operation, one liter of icodextrin 4% (adept) was placed into the abdominal cavity. The patient was re-admitted 3 weeks later with clinical and radiological signs of proximal small-bowel obstruction. At laparotomy, extensive fibrous serosal adhesions were found throughout the abdomen, encasing most of the small bowel and the length of the colon. No evidence of a septic focus was found, but an impenetrable mass of convoluted fibrotic distal ileum had to be resected. Following laparotomy, the patient made a slow recovery with prolonged ileus and superficial wound infection and was discharged 23 days later. Histology of the small bowel showed marked serosal and subserosal fibrosis with minimal inflammatory response. There were furthermore occasional foreign body giant cells containing a refractile, non-polarisable and possibly crystalline substance. A sample has not been made available. Patient's current state is unk although they have been discharged from hospital. No additional information is available. Histology of small bowel continued: .....fibrosis with minimal inflammatory response. There were furthermore occasional foreign body giant cells containing a refractile, non-polarisable and possibly crystalline substance.

Manufacturer narrative:
Baxter medical assessment: although of multifactorial etiology (surgical trauma, peritonitis, inflammatory reaction), adhesion formation may point towards a potential lack of efficacy of adept. We cannot rule out that adept has caused of contributed to the adhesion formation (formation of fibrotic adhesions also in areas where surgical tissue manipulation has not occurred). No further investigation required. Md safety officer. This will be kept on file for trending purposes.